Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section b2, to update section h3, and to provide the completed investigation results. In follow up no. 1 section b2 congenital anomaly/birth defect was inadvertently checked. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing and dimensional testing of the returned sample. One 8fr angio-seal vip device was received for product analysis. The carrier tube assembly was returned along with the header bag. No other components were returned. Upon visual analysis, there were no damage or deformation noted on the carrier tube assembly. The bypass tube was present on the carrier tube at the manufacturing slit. It was dislodged and not detached. The deployment sleeve was found to be in the forward lock position. No other visual anomalies were noted. For functional testing, the bypass tube was reinserted over the anchor manually to set to on its manufacturing position. No issue was noted during insertion over the anchor. No anomalies were noted with the anchor and the bypass tube. For dimensional testing, the inner diameter of the bypass tube at the distal end was measured and found to be 0.102" and which was within the specification of 0.091". Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could be confirmed for the dislodgement of the bypass tube. No dimensional and visual inconsistencies were found on the anchor or the bypass tube. It is likely that the bypass tube was dislodged while opening the poly foil pouch or during handling. As the poly-foil pouch was not returned, no definitive conclusion can be made regarding the cause of the bypass tube dislodged. The likely cause for bypass tube dislodging could be attempting to insert the carrier tube into the hemostasis sheath hub by holding the carrier tube shaft and not the bypass tube tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal was inserted into the sheath the collagen was already exposed. The angio-seal was removed, and another was opened and used without issue. The angio-seal was not deployed in the patient. The patient was in fine condition. The procedure outcome was good. Additional information was received on 11november2020: the type of procedure being performed was a tavr using a 14french sheath. Additional information was received on 01december2020: terumo medical received a user facility medwatch report # (B)(4). The event description states: an elderly female with a history of sever aortic stenosis had a transcatheter aortic valve replacement procedure, the angio-seal collagen plug malfunctioned prior to the delivery. They were inserting it into the sheath when they noticed the collagen was already exposed. The device was removed, there was no known harm to patient. Pre-existing characteristics that may have contributed to the event was coronary heart disease.